Event description:
The customer reported the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer was reseated, the hard disk drive was checked, and the bios settings were reconfigured. The system was tested and found to be working as intended and put back into service.